Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A left atrial appendage closure (laac) procedure was being performed. A versacross connect access solution was selected for use. The initial transeptal puncture (tsp) using the versacross connect was not successful and was noted to maybe not have not been on the true septum. The physician had attempted to cross, failed, then crossed in proper spot. The watchman trusteer access system was then advanced, deployed and released in the laa. After implant, a circumferential pericardial effusion was noted around the heart. A pericardial tap was completed to treat the effusion removing around 500 to 750ml of dark red fluid which was transfused back to the patient. The physician suspected the cause of the effusion was from the first transseptal attempt. There were no other patient complications.